Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced performance issues during a procedure. The customer attempted to resolve the issue by rebooting the station multiple times throughout the procedure, system performance did not improve. There was a reported delay to patient care. The length of the delay was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the malfunction could be traced to a buildup of items in the database's queue. The technical support specialist performed a full database synchronization and the issue was resolved.

Event description:
Customer reported that a pyxis anesthesia es system experienced performance issues during a procedure. The customer attempted to resolve the issue by rebooting the station multiple times throughout the procedure, system performance did not improve. There was a reported delay to patient care. The length of the delay was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, d9, e3, f7, g6, h2, d10, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-apr-2020 to 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system's database memory was high. The technical support specialist executed the shrink scripts from ka 000008193 to reduce the database size to below 10 gb, disabled purge selection to let deletion catch up and verified that the station had successfully uploaded all transactions to the server, subsequently halted data synchronization and maintenance processes. The technical support specialist then reactivated the purge selection within the maintenance configuration, dropped the station database, repaired the med application, and initiated a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia system es worked slow even after rebooted many times. The customer stated that a patient was on the operation table. The length of delay was not disclosed. There were no adverse events or injuries reported based on this incident.